Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. The customer treated manually. The customer stated that his needle was bent. The customer mentioned that he took the laundry down stairs and noticed the tubing got stuck to the handle. The customer was assisted with changing the set and filling the cannula. The product was not returned for analysis.